Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing clamp on nexiva. Upon unpacking, it was found that there was no clamp on the product.